Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('this essure device was removed in small segments/ retained fragment of essure coil in left cornua'), embedded device ('essure coil embedded deep within the myometrium/ malposition of essure device location of device: left coil embedded in myometrium') and device expulsion ('migration/ malposition of the essure into the uterus, left fallopian tube move to the uterus/ migration of essure device location of device: part of uterus') in an adult female patient who had essure (batch no. 774390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (B)(6) 1996, (B)(6) 2008), pharyngitis and pap smear abnormal. Previously administered products included for avoid pregnancy: birth control pills from 2006 to 2008. Concurrent conditions included body mass index normal, anesthesia, chest pain, numbness, anogenital warts, hyperlipidemia and asc-us. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2010 for contraception as well as acetylsalicylic acid;caffeine; paracetamol (excedrin migraine) from 2012 to 2015, diazepam (valium), heparin and paracetamol (acetaminophen) from 2010 to 2015. In 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse), painful intercourse and the inability to have intercourse"), urinary tract infection ("urinary tract infections( urinary issues uti¿s )") and fungal infection ("yeast infections"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"), hot flush ("heat flashes") and vaginal discharge ("vaginal discharge"). In 2011, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction: spontaneous rash on the arms, spontaneous rash on the legs, rashes or skin conditions/rash on arms and legs"), bladder disorder ("bladder or urinary problems or changes"), abdominal pain lower ("lower left side of the abdomen pain/cramping"), musculoskeletal pain ("pain go to the back on my left buttock") and genital haemorrhage ("abnormal bleeding (general)/ other bleeding") and was found to have weight decreased ("weight loss"). In 2012, the patient was found to have hormone level abnormal ("hormonal changes") and experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced depression ("depression") and the first episode of anxiety ("anxiety"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the second episode of anxiety ("anxiety"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), migraine ("migraines"), headache ("headaches"), inflammation ("inflammation"), abdominal pain ("persistent abdominal pain") and mood altered ("mood can vary more"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy with removal of essure device bilaterally, diagnostic hysteroscopy and diagnostic hysteroscopy and dilation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, device expulsion, vaginal hemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, the last episode of anxiety, hot flush, vaginal infection, cystitis, fungal infection, headache, depression, vaginal discharge, weight increased, weight decreased, musculoskeletal pain, genital hemorrhage, inflammation, abdominal pain and mood altered outcome was unknown, the dermatitis allergic, migraine and abdominal pain lower had resolved and the alopecia, urinary tract infection and nausea was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, depression, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fungal infection, genital hemorrhage, headache, hormone level abnormal, hot flush, inflammation, menorrhagia, migraine, mood altered, musculoskeletal pain, nausea, urinary tract infection, vaginal discharge, vaginal hemorrhage, vaginal infection, weight decreased, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. No further causality assessment were provided for the product. The reporter commented: this essure device was removed in small segments, requiring extensive dissection into the tube as well as the myometrium with metzenbaum scissors as well as maryland graspers. This essure device was removed in many segments. Once no further elements of the essure device were able to be visualized via laparoscopy, the decision was made to perform a diagnostic hysteroscopy. Overall, good hemostasis was noted at bilateral cornual areas. A very small segment of an essure coil was visualized; however, was unable to be grasped as it was likely embedded deep within the myometrium. Because removal of this essure device would likely require a cornual resection , the decision was made to stop with the hysteroscopy. Current weight: 143 lbs. Discrepancy noted in dates of insertion : (B)(6) 2010 /(B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion; unilateral occlusion (right tube occluded); on (B)(6) 2011: both tubes were occluded by the essure. In (B)(6) 2011, essure confirmation test, hysterosalpingogram done. On (B)(6) 2015, surgical pathology report showed final diagnosis , a. Right side essure (removal):- consistent with essure device - benign fibro vascular tissue. B. Right and left fallopian tubes (salpingectomy) : benign fallopian tubes with vascular congestion. C. Left side essure (removal):- consistent with essure device. D. Endometrium (curettage):- early secretory endometrium. Impression- 1 . Trace free fluid in the pelvis otherwise unremarkable pelvic ultrasound. 2.no sonographic evidence of torsion. (B)(6) 2015: findings: the uterus measures 8 x 4 . 2 x 5cm in diameter . The myometrium is homogeneous in echogenicity no fibroids were seen. The endometrial thickness measures 3.4mm. Incidental nabothian cysts are seen in the cervix. The right ovary measures 3.3 x 1.6 x 1.5cm and the left ovary measures 2.3 x 1.6 x 2.3cm. The right ovarian volume is 4.2ml. The left ovarian volume is 4.6ml. Both ovaries contain small follicles. There is normal flow to both ovaries . There is no evidence of an adnexal mass. Trace free fluid is seen in the pelvis. Lot number: 774390. Manufacturing date: 2010-09. Expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of product technical complaint. Incident : we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("this essure device was removed in small segments/ retained fragment of essure coil in left cornua"), embedded device ("essure coil embedded deep within the myometrium/ malposition of essure device location of device: left coil embedded in myometrium"), device expulsion ("migration/malposition of the essure into the uterus, left fallopian tube move to the uterus/ migration of essure device location of device: part of uterus") and genital haemorrhage ("abnormal bleeding (general)/other bleeding") in an adult female patient who had essure (batch no. 774390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 1996,(B)(6) 2008), pharyngitis and pap smear abnormal. Previously administered products included for avoid pregnancy: birth control pills from 2006 to 2008. Concurrent conditions included body mass index normal, anesthesia, chest pain, numbness, anogenital warts, hyperlipidemia and asc-us. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2010 for contraception as well as acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) from 2012 to 2015, anaesthetics, diazepam (valium), heparin and paracetamol (acetaminophen) from 2010 to 2015. In 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse), painful intercourse and the inability to have intercourse"), urinary tract infection ("urinary tract infections( urinary issues uti¿s )") and fungal infection ("yeast infections"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"), hot flush ("heat flashes") and vaginal discharge ("vaginal discharge"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction: spontaneous rash on the arms, spontaneous rash on the legs, rashes or skin conditions/rash on arms and legs"), bladder disorder ("bladder or urinary problems or changes"), abdominal pain lower ("lower left side of the abdomen pain/cramping"), musculoskeletal pain ("pain go to the back on my left buttock") and genital haemorrhage (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). In 2012, the patient was found to have hormone level abnormal ("hormonal changes") and experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced depression ("depression") and the first episode of anxiety ("anxiety"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the second episode of anxiety ("anxiety"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), migraine ("migraines"), headache ("headaches"), inflammation ("inflammation") and abdominal pain ("persistent abdominal pain"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy with removal of essure device bilaterally, diagnostic hysteroscopy and diagnostic hysteroscopy and dilation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, the last episode of anxiety, hot flush, vaginal infection, cystitis, fungal infection, headache, depression, vaginal discharge, weight increased, weight decreased, musculoskeletal pain, genital haemorrhage, inflammation and abdominal pain outcome was unknown, the dermatitis allergic, migraine and abdominal pain lower had resolved and the alopecia, urinary tract infection and nausea was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, depression, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hormone level abnormal, hot flush, inflammation, menorrhagia, migraine, musculoskeletal pain, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: this essure device was removed in small segments, requiring extensive dissection into the tube as well as the myometrium with metzenbaum scissors as well as maryland graspers. This essure device was removed in many segments. Once no further elements of the essure device were able to be visualized via laparoscopy, the decision was made to perform a diagnostic hysteroscopy. Overall, good hemostasis was noted at bilateral cornual areas. A very small segment of an essure coil was visualized; however, was unable to be grasped as it was likely embedded deep within the myometrium. Because removal of this essure device would likely require a cornual resection , the decision was made to stop with the hysteroscopy. Current weight: 143 lbs. Discrepancy noted in dates of insertion : (B)(6) 2010 /(B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion; unilateral occlusion (right tube occluded); on (B)(6) 2011: both tubes were occluded by the essure. In (B)(6) 2011, essure confirmation test, hysterosalpingogram done. On (B)(6) 2015, surgical pathology report showed final diagnosis , a. Right side essure (removal):- consistent with essure device - benign fibro vascular tissue. B. Right and left fallopian tubes (salpingectomy) :- benign fallopian tubes with vascular congestion. C. Left side essure (removal):- consistent with essure device. D. Endometrium (curettage):- early secretory endometrium. Impression- 1 . Trace free fluid in the pelvis otherwise unremarkable pelvic ultrasound. 2. No sonographic evidence of torsion. (B)(6) 2015: findings: the uterus measures 8 x 4 . 2 x 5cm in diameter . The myometrium is homogeneous in echogenicity no fibroids were seen. The endometrial thickness measures 3.4mm. Incidental nabothian cysts are seen in the cervix. The right ovary measures 3.3 x 1.6 x 1.5cm and the left ovary measures 2.3 x 1.6 x 2.3cm. The right ovarian volume is 4.2ml. The left ovarian volume is 4.6ml. Both ovaries contain small follicles. There is normal flow to both ovaries . There is no evidence of an adnexal mass. Trace free fluid is seen in the pelvis. Concerning above reported events in this case, the following events were extracted from mr: device breakage and device embedment . Concerning the injuries reported in this case, the following one were reported via medical records confirming events dysmenorrhea, abdominal pain lower quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("this essure device was removed in small segments/ retained fragment of essure coil in left cornua"), embedded device ("essure coil embedded deep within the myometrium/ malposition of essure device location of device: left coil embedded in myometrium"), device expulsion ("migration/malposition of the essure into the uterus, left fallopian tube move to the uterus/ migration of essure device location of device: part of uterus") and genital haemorrhage ("abnormal bleeding (general)/other bleeding") in an adult female patient who had essure (batch no. 774390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 1996,(B)(6) 2008), pharyngitis and pap smear abnormal. Previously administered products included for avoid pregnancy: birth control pills from 2006 to 2008. Concurrent conditions included body mass index normal, anesthesia, chest pain, numbness, anogenital warts, hyperlipidemia and asc-us. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2010 for contraception as well as acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) from 2012 to 2015, anaesthetics, diazepam (valium), heparin and paracetamol (acetaminophen) from 2010 to 2015. In 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse), painful intercourse and the inability to have intercourse"), urinary tract infection ("urinary tract infections( urinary issues uti¿s )") and fungal infection ("yeast infections"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"), hot flush ("heat flashes") and vaginal discharge ("vaginal discharge"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction: spontaneous rash on the arms, spontaneous rash on the legs, rashes or skin conditions/rash on arms and legs"), bladder disorder ("bladder or urinary problems or changes"), abdominal pain lower ("lower left side of the abdomen pain/cramping"), musculoskeletal pain ("pain go to the back on my left buttock") and genital haemorrhage (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). In 2012, the patient was found to have hormone level abnormal ("hormonal changes") and experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced depression ("depression") and the first episode of anxiety ("anxiety"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the second episode of anxiety ("anxiety"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), migraine ("migraines"), headache ("headaches"), inflammation ("inflammation") and abdominal pain ("persistent abdominal pain"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy with removal of essure device bilaterally, diagnostic hysteroscopy and diagnostic hysteroscopy and dilation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, the last episode of anxiety, hot flush, vaginal infection, cystitis, fungal infection, headache, depression, vaginal discharge, weight increased, weight decreased, musculoskeletal pain, genital haemorrhage, inflammation and abdominal pain outcome was unknown, the dermatitis allergic, migraine and abdominal pain lower had resolved and the alopecia, urinary tract infection and nausea was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, depression, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hormone level abnormal, hot flush, inflammation, menorrhagia, migraine, musculoskeletal pain, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: this essure device was removed in small segments, requiring extensive dissection into the tube as well as the myometrium with metzenbaum scissors as well as maryland graspers. This essure device was removed in many segments. Once no further elements of the essure device were able to be visualized via laparoscopy, the decision was made to perform a diagnostic hysteroscopy. Overall, good hemostasis was noted at bilateral cornual areas. A very small segment of an essure coil was visualized; however, was unable to be grasped as it was likely embedded deep within the myometrium. Because removal of this essure device would likely require a cornual resection , the decision was made to stop with the hysteroscopy. Current weight: 143 lbs. Discrepancy noted in dates of insertion : (B)(6) 2010 /(B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion; unilateral occlusion (right tube occluded); on (B)(6) 2011: both tubes were occluded by the essure. In (B)(6) 2011, essure confirmation test, hysterosalpingogram done. On (B)(6) 2015, surgical pathology report showed final diagnosis , a. Right side essure (removal):- consistent with essure device - benign fibro vascular tissue. B. Right and left fallopian tubes (salpingectomy) :- benign fallopian tubes with vascular congestion. C. Left side essure (removal):- consistent with essure device. D. Endometrium (curettage):- early secretory endometrium. Impression- 1 . Trace free fluid in the pelvis otherwise unremarkable pelvic ultrasound. 2.no sonographic evidence of torsion. (B)(6) 2015: findings: the uterus measures 8 x 4 . 2 x 5cm in diameter . The myometrium is homogeneous in echogenicity no fibroids were seen. The endometrial thickness measures 3.4mm. Incidental nabothian cysts are seen in the cervix. The right ovary measures 3.3 x 1.6 x 1.5cm and the left ovary measures 2.3 x 1.6 x 2.3cm. The right ovarian volume is 4.2ml. The left ovarian volume is 4.6ml. Both ovaries contain small follicles. There is normal flow to both ovaries . There is no evidence of an adnexal mass. Trace free fluid is seen in the pelvis. Concerning above reported events in this case, the following events were extracted from mr: device breakage and device embedment . Concerning the injuries reported in this case, the following one were reported via medical records confirming events dysmenorrhea, abdominal pain lower quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-apr-2019: pfs & mr received. Reporter's information was added. Lot number was added. Added event abdominal pain. Updated outcome of events: nausea, hair loss, uti, from unknown to recovering/resolving. Updated event onset date. Medical history, concomitant condition, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("this essure device was removed in small segments"), embedded device ("essure coil embedded deep within the myometrium"), device expulsion ("migration/malposition of the essure into the uterus, left fallopian tube move to the uterus") and genital haemorrhage ("abnormal bleeding (general)/other bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 1996, (B)(6) 2008). Previously administered products included for avoid pregnancy: birth control pills from 2006 to 2008. Concurrent conditions included body mass index normal and anesthesia. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2010 for contraception as well as anaesthetics (anesthesia), bupivacaine (marcaine), diazepam (valium), heparin, paracetamol (acetaminophen) from 2010 to 2015 and thomapyrin n (excedrin migraine) from 2012 to 2015. In 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse), painful intercourse and the inability to have intercourse") and fatigue ("fatigue"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction: spontaneous rash on the arms, spontaneous rash on the legs, rashes or skin conditions/rash on arms and legs"), bladder disorder ("bladder or urinary problems or changes"), urinary tract infection ("urinary tract infections( urinary issues uti¿s )"), fungal infection ("yeast infections"), migraine ("migraines"), weight increased ("weight gain"), weight decreased ("weight loss"), abdominal pain lower ("lower left side of the abdomen pain/cramping"), musculoskeletal pain ("pain go to the back on my left buttock") and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced hormone level abnormal ("hormonal changes") and nausea ("nausea"). In 2013, the patient experienced depression ("depression") and the first episode of anxiety ("anxiety"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the second episode of anxiety ("anxiety"), hot flush ("heat flashes"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), headache ("headaches") and inflammation ("inflammation"). The patient was treated with ibuprofen, surgery (bilateral salpingectomy with removal of essure device bilaterally, diagnostic hysteroscopy) and surgery (diagnostic hysteroscopy and dilation and curettage). Essure was removed on(B)(6) 2015. At the time of the report, the device breakage, embedded device, device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, hormone level abnormal, the last episode of anxiety, hot flush, urinary tract infection, vaginal infection, cystitis, fungal infection, headache, nausea, depression, vaginal discharge, weight increased, weight decreased, musculoskeletal pain, genital haemorrhage and inflammation outcome was unknown and the dermatitis allergic, migraine and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, bladder disorder, cystitis, depression, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hormone level abnormal, hot flush, inflammation, menorrhagia, migraine, musculoskeletal pain, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: this essure device was removed in small segments, requiring extensive dissection into the tube as well as the myometrium with metzenbaum scissors as well as maryland graspers. This essure device was removed in many segments. Once no further elements of the essure device were able to be visualized via laparoscopy, the decision was made to perform a diagnostic hysteroscopy. Overall, good hemostasis was noted at bilateral cornual areas. A very small segment of an essure coil was visualized; however, was unable to be grasped as it was likely embedded deep within the myometrium. Because removal of this essure device would likely require a cornual resection , the decision was made to stop with the hysteroscopy. Current weight: 143 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: apparently my tubes were blocked in (B)(6) 2011, essure confirmation test, hysterosalpingogram done. On (B)(6) 2015, surgical pathology report showed final diagnosis , a. Right side essure (removal):- consistent. With essure device - benign fibro vascular tissue. B. Right and left fallopian tubes (salpingectomy) :- benign fallopian tubes with vascular congestion. C. Left side essure (removal):- consistent with essure device. D. Endometrium (curettage):- early secretory endometrium. Impression- 1 . Trace free fluid in the pelvis otherwise unremarkable pelvic ultrasound. 2.no sonographic evidence of torsion. (B)(6) 2015: findings: the uterus measures 8 x 4 . 2 x 5cm in diameter . The myometrium is homogeneous in echogenicity no fibroids were seen. The endometrial thickness measures 3.4mm. Incidental nabothian cysts are seen in the cervix. The right ovary measures 3.3 x 1.6 x 1.5cm and the left ovary measures 2.3 x 1.6 x 2.3cm. The right ovarian volume is 4.2ml. The left ovarian volume is 4.6ml. Both ovaries contain small follicles. There is normal flow to both ovaries . There is no evidence of an adnexal mass. Trace free fluid is seen in the pelvis. Concerning above reported events in this case, the following events were extracted from mr: device breakage and device embedment . Concerning the injuries reported in this case, the following one were reported via medical records confirming events dysmenorrhea, abdominal pain lower . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received: reporter aka name corrected. Surgery added: d and c. Event inflammation added. Event onset date updated. Lab data added. Reporter causality comment added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("this essure device was removed in small segments"), embedded device ("essure coil embedded deep within the myometrium") and device expulsion ("migration/malposition of the essure into the uterus, left fallopian tube move to the uterus") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 1996, (B)(6) 2008). Previously administered products included for avoid pregnancy: birth control pills from 2006 to 2008. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2010 for contraception as well as anaesthetics (anesthesia), bupivacaine (marcaine), diazepam (valium), heparin, paracetamol (acetaminophen) from 2010 to 2015 and thomapyrin n (excedrin migraine) from 2012 to 2015. In 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse), painful intercourse and the inability to have intercourse") and fatigue ("fatigue"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), rash ("allergic or hypersensitivity reaction: spontaneous rash on the arms, spontaneous rash on the legs, rashes or skin conditions"), sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), hormone level abnormal ("hormonal changes"), fungal infection ("yeast infections"), migraine ("migraines"), nausea ("nausea"), weight increased ("weight gain"), weight decreased ("weight loss"), abdominal pain lower ("lower left side of the abdomen pain") and musculoskeletal pain ("pain go to the back on my left buttock"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the first episode of anxiety ("anxiety"), hot flush ("heat flashes"), urinary tract infection ("urinary tract infections( urinary issues uti¿s )"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), headache ("headaches"), depression ("depression") and the second episode of anxiety ("anxiety"). The patient was treated with ibuprofen, surgery ( bilateral salpingectomy with removal of essure device bilaterally, diagnostic hysteroscopy), surgery ( bilateral salpingectomy with removal of essure device bilaterally, diagnostic hysteroscopy) and surgery (hysterectomy (partial) and laparoscopic bilateral salpingectomy, removal of essure device). At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, sexual dysfunction, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, hormone level abnormal, hot flush, urinary tract infection, vaginal infection, cystitis, fungal infection, headache, nausea, depression, the last episode of anxiety, vaginal discharge, weight increased, weight decreased and musculoskeletal pain outcome was unknown and the rash, migraine and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, bladder disorder, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, fungal infection, headache, hormone level abnormal, hot flush, menorrhagia, migraine, musculoskeletal pain, nausea, rash, sexual dysfunction, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: this essure device was removed in small segments, requiring extensive dissection into the tube as well as the myometrium with metzenbaum scissors as well as maryland graspers. This essure device was removed in many segments. Once no further elements of the essure device were able to be visualized via laparoscopy, the decision was made to perform a diagnostic hysteroscopy. Overall, good hemostasis was noted at bilateral cornual areas. A very small segment of an essure coil was visualized; however, was unable to be grasped as it was likely embedded deep within the myometrium. Because removal of this essure device would likely require a cornual resection , the decision was made to stop with the hysteroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. In (B)(6) 2011, essure confirmation test, hysterosalpingogram done. On (B)(6) 2015, surgical pathology report showed final diagnosis , right side essure (removal):- consistent with essure device - benign fibro vascular tissue. Right and left fallopian tubes (salpingectomy) :- benign fallopian tubes with vascular congestion. Left side essure (removal):- consistent with essure device. Endometrium (curettage):- early secretory endometrium. Impression- trace free fluid in the pelvis otherwise unremarkable pelvic ultrasound. No sonographic evidence of torsion. On (B)(6) 2015: findings: the uterus measures 8 x 4 . 2 x 5cm in diameter . The myometrium is homogeneous in echogenicity no fibroids were seen. The endometrial thickness measures 3.4mm. Incidental nabothian cysts are seen in the cervix. The right ovary measures 3.3 x 1.6 x 1.5cm and the left ovary measures 2.3 x 1.6 x 2.3cm. The right ovarian volume is 4.2ml. The left ovarian volume is 4.6ml. Both ovaries contain small follicles. There is normal flow to both ovaries . There is no evidence of an adnexal mass. Trace free fluid is seen in the pelvis. Concerning above reported events in this case, the following events were extracted from (B)(6): device breakage and device embedment . Most recent follow-up information incorporated above includes: on 31-jan-2018: pfs and medical records received: new reporters, product indication updated, treatment medications, historical conditions, concomitant conditions added. Case became valid due to addition of new events vaginal haemorrhage, menorrhagia, rash, sexual dysfunction, bladder disorder, dysmenorrhea, dyspareunia, fatigue, hair loss, hormone level abnormal, hot flashes, urinary tract infection, vaginal infection, bladder infection, yeast infections, migraines, headaches, depression , anxiety, vaginal discharge, weight gain, weight loss, abdominal pain lower and musculoskeletal pain and event injury deleted. Outcome for rash, migraines and abdominal pain lower added as recovered / resolved. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('this essure device was removed in small segments/ retained fragment of essure coil in left cornua'), embedded device ('essure coil embedded deep within the myometrium/ malposition of essure device location of device: left coil embedded in myometrium') and device expulsion ('migration/malposition of the essure into the uterus, left fallopian tube move to the uterus/ migration of essure device location of device: part of uterus') in an adult female patient who had essure (batch no. 774390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (B)(6)1996,(B)(6)2008), pharyngitis and pap smear abnormal. Previously administered products included for avoid pregnancy: birth control pills from 2006 to 2008. Concurrent conditions included body mass index normal, anesthesia, chest pain, numbness, anogenital warts, hyperlipidemia and asc-us. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2010 for contraception as well as acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) from 2012 to 2015, anaesthetics, diazepam (valium), heparin and paracetamol (acetaminophen) from 2010 to 2015. In 2010, the patient experienced alopecia ("hair loss"). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse), painful intercourse and the inability to have intercourse"), urinary tract infection ("urinary tract infections( urinary issues uti¿s )") and fungal infection ("yeast infections"). In (B)(6)2011, the patient was found to have weight increased ("weight gain"). In (B)(6)2011, the patient experienced fatigue ("fatigue"), hot flush ("heat flashes") and vaginal discharge ("vaginal discharge"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction: spontaneous rash on the arms, spontaneous rash on the legs, rashes or skin conditions/rash on arms and legs"), bladder disorder ("bladder or urinary problems or changes"), abdominal pain lower ("lower left side of the abdomen pain/cramping"), musculoskeletal pain ("pain go to the back on my left buttock") and genital haemorrhage ("abnormal bleeding (general)/other bleeding") and was found to have weight decreased ("weight loss"). In 2012, the patient was found to have hormone level abnormal ("hormonal changes") and experienced nausea ("nausea"). In (B)(6)2014, the patient experienced depression ("depression") and the first episode of anxiety ("anxiety"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the second episode of anxiety ("anxiety"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), migraine ("migraines"), headache ("headaches"), inflammation ("inflammation"), abdominal pain ("persistent abdominal pain") and mood altered ("mood can vary more"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy with removal of essure device bilaterally, diagnostic hysteroscopy and diagnostic hysteroscopy and dilation and curettage). Essure was removed on (B)(6)2015. At the time of the report, the device breakage, embedded device, device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, the last episode of anxiety, hot flush, vaginal infection, cystitis, fungal infection, headache, depression, vaginal discharge, weight increased, weight decreased, musculoskeletal pain, genital haemorrhage, inflammation, abdominal pain and mood altered outcome was unknown, the dermatitis allergic, migraine and abdominal pain lower had resolved and the alopecia, urinary tract infection and nausea was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, depression, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hormone level abnormal, hot flush, inflammation, menorrhagia, migraine, mood altered, musculoskeletal pain, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: this essure device was removed in small segments, requiring extensive dissection into the tube as well as the myometrium with metzenbaum scissors as well as maryland graspers. This essure device was removed in many segments. Once no further elements of the essure device were able to be visualized via laparoscopy, the decision was made to perform a diagnostic hysteroscopy. Overall, good hemostasis was noted at bilateral cornual areas. A very small segment of an essure coil was visualized; however, was unable to be grasped as it was likely embedded deep within the myometrium. Because removal of this essure device would likely require a cornual resection , the decision was made to stop with the hysteroscopy. Current weight: 143 lbs. Discrepancy noted in dates of insertion : (B)(6)2010 /(B)(6)2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6)2011: results: total bilateral occlusion; unilateral occlusion (right tube occluded); on (B)(6)2011: both tubes were occluded by the essure. In (B)(6)2011, essure confirmation test, hysterosalpingogram done. On (B)(6)2015, surgical pathology report showed final diagnosis , a. Right side essure (removal):- consistent with essure device - benign fibro vascular tissue. B. Right and left fallopian tubes (salpingectomy) :- benign fallopian tubes with vascular congestion. C. Left side essure (removal):- consistent with essure device. D. Endometrium (curettage):- early secretory endometrium. Impression- 1 . Trace free fluid in the pelvis otherwise unremarkable pelvic ultrasound. 2.no sonographic evidence of torsion. (B)(6)2015: findings: the uterus measures 8 x 4 . 2 x 5cm in diameter . The myometrium is homogeneous in echogenicity no fibroids were seen. The endometrial thickness measures 3.4mm. Incidental nabothian cysts are seen in the cervix. The right ovary measures 3.3 x 1.6 x 1.5cm and the left ovary measures 2.3 x 1.6 x 2.3cm. The right ovarian volume is 4.2ml. The left ovarian volume is 4.6ml. Both ovaries contain small follicles. There is normal flow to both ovaries . There is no evidence of an adnexal mass. Trace free fluid is seen in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2019: social media received :- reporter information was added. New event added mood altered. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("this essure device was removed in small segments"), embedded device ("essure coil embedded deep within the myometrium"), device expulsion ("migration/malposition of the essure into the uterus, left fallopian tube move to the uterus") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 1996, (B)(6) 2008). Previously administered products included for avoid pregnancy: birth control pills from 2006 to 2008. Concurrent conditions included body mass index normal and anesthesia. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2010 for contraception as well as anaesthetics (anesthesia), bupivacaine (marcaine), diazepam (valium), heparin, paracetamol (acetaminophen) from 2010 to 2015 and thomapyrin n (excedrin migraine) from 2012 to 2015. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse), painful intercourse and the inability to have intercourse") and fatigue ("fatigue"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction: spontaneous rash on the arms, spontaneous rash on the legs, rashes or skin conditions"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), hormone level abnormal ("hormonal changes"), fungal infection ("yeast infections"), migraine ("migraines"), nausea ("nausea"), weight increased ("weight gain"), weight decreased ("weight loss"), abdominal pain lower ("lower left side of the abdomen pain") and musculoskeletal pain ("pain go to the back on my left buttock"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the first episode of anxiety ("anxiety"), hot flush ("heat flashes"), urinary tract infection ("urinary tract infections( urinary issues uti¿s )"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), headache ("headaches"), depression ("depression"), the second episode of anxiety ("anxiety") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with ibuprofen and surgery (bilateral salpingectomy with removal of essure device bilaterally, diagnostic hysteroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, hormone level abnormal, hot flush, urinary tract infection, vaginal infection, cystitis, fungal infection, headache, nausea, depression, the last episode of anxiety, vaginal discharge, weight increased, weight decreased, musculoskeletal pain and genital haemorrhage outcome was unknown and the dermatitis allergic, migraine and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, bladder disorder, cystitis, depression, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, migraine, musculoskeletal pain, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: this essure device was removed in small segments, requiring extensive dissection into the tube as well as the myometrium with metzenbaum scissors as well as maryland graspers. This essure device was removed in many segments. Once no further elements of the essure device were able to be visualized via laparoscopy, the decision was made to perform a diagnostic hysteroscopy. Overall, good hemostasis was noted at bilateral cornual areas. A very small segment of an essure coil was visualized; however, was unable to be grasped as it was likely embedded deep within the myometrium. Because removal of this essure device would likely require a cornual resection , the decision was made to stop with the hysteroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. In (B)(6) 2011, essure confirmation test, hysterosalpingogram done. On (B)(6) 2015, surgical pathology report showed final diagnosis , a. Right side essure (removal):- consistent. With essure device - benign fibro vascular tissue. B. Right and left fallopian tubes (salpingectomy) :- benign fallopian tubes with vascular congestion. C. Left side essure (removal):- consistent with essure device. D. Endometrium (curettage):- early secretory endometrium. Impression- 1 . Trace free fluid in the pelvis otherwise unremarkable pelvic ultrasound. 2.no sonographic evidence of torsion. (B)(6) 2015: findings: the uterus measures 8 x 4 . 2 x 5cm in diameter . The myometrium is homogeneous in echogenicity no fibroids were seen. The endometrial thickness measures 3.4mm. Incidental nabothian cysts are seen in the cervix. The right ovary measures 3.3 x 1.6 x 1.5cm and the left ovary measures 2.3 x 1.6 x 2.3cm. The right ovarian volume is 4.2ml. The left ovarian volume is 4.6ml. Both ovaries contain small follicles. There is normal flow to both ovaries . There is no evidence of an adnexal mass. Trace free fluid is seen in the pelvis. Concerning above reported events in this case, the following events were extracted from mr: device breakage and device embedment. Concerning the injuries reported in this case, the following one were reported via medical records confirming events dysmenorrhea, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("this essure device was removed in small segments"), embedded device ("essure coil embedded deep within the myometrium"), device expulsion ("migration/malposition of the essure into the uterus, left fallopian tube move to the uterus") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 1996, (B)(6) 2008). Previously administered products included for avoid pregnancy: birth control pills from 2006 to 2008. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2010 for contraception as well as anaesthetics (anesthesia), bupivacaine (marcaine), diazepam (valium), heparin, paracetamol (acetaminophen) from 2010 to 2015 and thomapyrin n (excedrin migraine) from 2012 to 2015. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse), painful intercourse and the inability to have intercourse") and fatigue ("fatigue"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction: spontaneous rash on the arms, spontaneous rash on the legs, rashes or skin conditions"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), hormone level abnormal ("hormonal changes"), fungal infection ("yeast infections"), migraine ("migraines"), nausea ("nausea"), weight increased ("weight gain"), weight decreased ("weight loss"), abdominal pain lower ("lower left side of the abdomen pain") and musculoskeletal pain ("pain go to the back on my left buttock"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the first episode of anxiety ("anxiety"), hot flush ("heat flashes"), urinary tract infection ("urinary tract infections( urinary issues uti¿s )"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), headache ("headaches"), depression ("depression"), the second episode of anxiety ("anxiety") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with ibuprofen and surgery (bilateral salpingectomy with removal of essure device bilaterally, diagnostic hysteroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, hormone level abnormal, hot flush, urinary tract infection, vaginal infection, cystitis, fungal infection, headache, nausea, depression, the last episode of anxiety, vaginal discharge, weight increased, weight decreased, musculoskeletal pain and genital haemorrhage outcome was unknown and the dermatitis allergic, migraine and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, bladder disorder, cystitis, depression, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, migraine, musculoskeletal pain, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: this essure device was removed in small segments, requiring extensive dissection into the tube as well as the myometrium with metzenbaum scissors as well as maryland graspers. This essure device was removed in many segments. Once no further elements of the essure device were able to be visualized via laparoscopy, the decision was made to perform a diagnostic hysteroscopy. Overall, good hemostasis was noted at bilateral cornual areas. A very small segment of an essure coil was visualized; however, was unable to be grasped as it was likely embedded deep within the myometrium. Because removal of this essure device would likely require a cornual resection , the decision was made to stop with the hysteroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. In (B)(6) 2011, essure confirmation test, hysterosalpingogram done. On (B)(6) 2015, surgical pathology report showed final diagnosis , a. Right side essure (removal):- consistent with essure device - benign fibro vascular tissue. B. Right and left fallopian tubes (salpingectomy) :- benign fallopian tubes with vascular congestion. C. Left side essure (removal):- consistent with essure device. D. Endometrium (curettage):- early secretory endometrium. Impression- 1 . Trace free fluid in the pelvis otherwise unremarkable pelvic ultrasound. 2. No sonographic evidence of torsion. (B)(6) 2015: findings: the uterus measures 8 x 4 . 2 x 5cm in diameter . The myometrium is homogeneous in echogenicity no fibroids were seen. The endometrial thickness measures 3.4mm. Incidental nabothian cysts are seen in the cervix. The right ovary measures 3.3 x 1.6 x 1.5cm and the left ovary measures 2.3 x 1.6 x 2.3cm. The right ovarian volume is 4.2ml. The left ovarian volume is 4.6ml. Both ovaries contain small follicles. There is normal flow to both ovaries . There is no evidence of an adnexal mass. Trace free fluid is seen in the pelvis. Concerning above reported events in this case, the following events were extracted from mr: device breakage and device embedment . Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new event genital haemorrhage added. Reporter, patient demographic information added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.